Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that patient faced infusion set tubing detached event on (B)(6) 2026 due to pulled by mistake and the site was abdomen. The infusion set was used for one day.